Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient was careless and had a self-contamination of the disposables when they forgot to put a minicap on the transfer set after completing peritoneal dialysis therapy and allowed the transfer set to be exposed. Peritonitis was manifested by unspecified symptoms. The patient was not hospitalized for the peritonitis event. On an unknown date, the patient began treatment with vancomycin 2 grams intraperitoneally for five doses (specific duration not reported) and gentamycin 120 milligrams intraperitoneally for five doses (specific duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient and caregivers were retrained on the proper aseptic technique. No additional information is available.